Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the balloon catheter guidewire lumen was noted to be kinked. The balloon catheter was replaced to resolve the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.